Event description:
Sabre 180 involved in incident. Pt burnt during rectal surgery. Operating room department says the coag power jumped from 10 watts on the display to 80 watts causing burn. User facility biomed department could not duplicate problem on unit. According to steven jolly (biomed engineer) the burn was really small and pt was released right away. A boston scientific snare was used with the sabre 180, but the snare was discarded. The pt was a male, but steven did not know his age.

Manufacturer narrative:
Conmed electrosurgery was unable to reproduce the reported malfunction.